Manufacturer narrative:
This MDR is associated with MDR report number 1416980-2023-04347. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection followed by ¿the positioning of prosthesis of the wound and abscess¿ after undergoing a surgery in which peri-guard was used. It was further reported that the patient underwent surgery to remove the prosthesis which resulted in frozen abdomen and enteroatmospheric fistula. The cause of the events was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.